Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 cgm was displaying inaccurate values. While patient was attempting to troubleshoot her device, patient experienced a low blood sugar event and treated herself with juice.